Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head of one of the brushes came off in mouth [device breakage], no adverse event [no adverse event]. Case description: a husband reported via e-mail on (B)(6) 2016 that the head of an oral-b power oral care refills precision clean came off in his wife's mouth while being used with an oral-b rechargeable toothbrush, version unknown on an unspecified date. The reporter stated he had recently bought the pack of eight refills. No symptoms developed. On (B)(6) 2016 reporter follow-up e-mail: the husband reported that generally oral-b toothpastes and occasionally colgate were used. Toothbrush heads were generally changed every two or three months, but the current brush heads were showing signs of poor quality after only a few uses. No symptoms developed.